Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the liquid crystal display monitor was not powering up. The issue occurred during preparation for use in an unspecified procedure. There was no delay to the procedure reported. There were no reports of patient harm.